Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse called and reported that the insulin pump was not working. The customer was complaining about the pump not working, so customer went to the hospital. The doctor requested to see information from the insulin pump. It was advised to have customer call in so that troubleshooting could be performed. The customer was being treated with shots, but blood glucose could not be regulated. No further assistance was requested.